Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 124 mg/dl. Troubleshooting for the cosmetic damage was performed. Customer advised there are scratches on the lcd screen about an inch wide from the top to the bottom. Customer advised the scratches make it difficult to read the screen. Customer advised they are able to use the insulin pump but only see a partial screen. Customer was advised to monitor the insulin pump.